Event description:
Information was received from a manufacturer representative (rep) regarding an implanted pump system for intractable spasticity. The pump was used to deliver unknown baclofen 2000mcg/ml. Dose information was not reported. It was reported that the patient started reporting hearing the pump alarm, so the pump was interrogated. The pump logs showed no events and the patient was not symptomatic, but did report feeling an "electrical shock" from the pump from time to time. The patient reported hearing both critical and non-critical alarm sounds, but no events were logged. It was noted that the patient was a "psych patient" and, at the time of the report, was admitted in the hospital for other health reasons. The patient's room was next to an ambulance bay. The patient would be monitored and was given a withdrawal symptom card for them to be aware of. Additional information received from the healthcare provider (hcp) via company representative (rep) reported that they played the alarms but the patient stated that they may have heard something like that but was unsure. The patient only heard the alarm after being in the hospital. The rep called technical services to run everything by them and all looked good from a pump standpoint. No further information on t he shocking feeling noted. All logs in pump were checked off ok and no withdrawal symptoms were occurring. The patient's room right was next to the ambulance drop off and the registered nurse stated that the patient could have heard the sirens from the trucks, but unsure. The patient is ok at this time. Nothing further noted.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.